Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure, sutures snapping. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. When the event occurred. Were there any patient consequences? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/12/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6. Additional information: d4 - the actual product code associated with this event is not known. The possible product codes are reported as follows product code teball, product code tgbhud, product code tabecs. A manufacturing record evaluation was performed for the finished device batch teball, w8702 and no non-conformances were identified. Expiration date: apr/30/2028 date of mfg.: may/2/2023 UDI: (B)(4). A manufacturing record evaluation was performed for the finished device batch tgbhud, w8702 and no non-conformances were identified. Mfg. Date - 06/23/2023 exp. Date - 05/31/2028 UDI: (B)(4). A manufacturing record evaluation was performed for the finished device batch tabecs, w8702 and no non-conformances were identified. Expiration date: dec/31/2027 date of mfg.: dec/6/2023 UDI: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One open box with eleven representative unopened samples were received for analysis. Product code w8702, lot tabecs. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code w8702, lot tgbhud. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code w8702, lot teball. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.